Event description:
Pt had uneventful ilasik (B)(6) 2011. Post-operation gtts (drops) initiated at the time of surgery lotemax and zymaxide. Pt seen for one day post noted dlk ou. Changed steroid to pred forte 1 gtt q hour. Since the medication was changed it become MDR reportable. Flap was not lifted, but gtts were changed from lotemax to pred forte.

Manufacturer narrative:
(B)(4) (diffuse lamellar keratitis-stage unknown). Evaluation: at the time of this report equipment eval has not been completed. When the equipment evaluation is completed a supplemental will be submitted. Evaluation, method/result: not available at the time of this report. Conclusion: at the time of this report equipment evaluation has not been completed. Note: all pertinent info available to abbott medical optics (am) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.